Event description:
Rptr noted system was not aspirating properly during phaco, I/a or anterior vitrectomy. Posterior capsule tear occurred. Anterior chamber intraocular lens implanted. Pt referred to a retinal specialist for "tppv."